Manufacturer narrative:
Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024. The user was prescribed with keflex by hcp to treat the infection at insertion site.

Event description:
On (B)(6) 2024,senseonics was made aware of an incident where user reported infection at insertion site. The sensor was inserted on (B)(6) 2024. The user's hcp was made aware of the event and the user was treated with keflex for the insertion site.